Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient had an issue with infusion set's adhesive on (B)(6) 2024. The set came off before 3 days that led to increase in blood glucose level to 28 mmol/l and was treated with inection. This event occured after the patient was eating. No further information available.